Manufacturer narrative:
Literature citation: ferguson et al. The use of a biodegradable antibiotic-loaded calcium sulphate carrier containing tobramycin for the treatment of chronic osteomyelitis. Bone joint j 2014; 96-b:829-36. Patient info: 150 men, 43 women, mean age 46 y/o. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2014 clinical study from (B)(6). Titled "the use of a biodegradable antibiotic-loaded calcium sulphate carrier containing tobramycin for the treatment of chronic osteomyelitis, it was reported that 193 patients underwent surgery. The authors reported nine cases (4.6%) of fracture involving the previously treated osteomyelitic segment of bone occurring a mean 1.9 years post-operatively (0.4 to 4.9). Two followed road traffic accidents. Three of the fractures were undisplaced and were treated conservatively. The remaining six required stabilisation, three with an external fixator and three with open reduction and internal fixation all healed without recurrent infection. The final case had complete filling of the defect but with a translational deformity that predisposed to fracture. Recurrent infection was associated with two cases of fracture: one was treated by internal fixation and had the same organism on culture as previously isolated, and the other had a further debridement with reaming of the medullary canal and the insertion of gentamicin pmma beads. This patient fell one month postoperatively sustaining a fracture through the previously osteomyelitic segment.